Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left hip was revised. An entire hip construct consisting of a restoration modular stem construct, 22.2 +0 lfit head, mdm/adm liner construct, and a 50mm tritanium hemispherical cluster hole shell with 3 screws was implanted.